Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported about a customer receiving an error 9 message between the scans on the display of his freestyle libre reader on (B)(6) 2018. The caller further reported that on (B)(6) 2018, the customer experienced symptoms of hyperglycemia described as dizziness, sickness, "fading" and suffered a loss of consciousness. The customer was at the emergency and was diagnosed with hyperglycemia by the doctor for which he was treated with novorapid insulin, tresiba long-acting insulin, and glycosylated serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported about a customer receiving an error 9 message between the scans on the display of his freestyle libre reader on (B)(6) 2018. The caller further reported that on (B)(6) 2018, the customer experienced symptoms of hyperglycemia described as dizziness, sickness, "fading" and suffered a loss of consciousness. The customer was at the emergency and was diagnosed with hyperglycemia by the doctor for which he was treated with novorapid insulin, tresiba long-acting insulin, and glycosylated serum. There was no report of death or permanent injury associated with this event.